Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during the preparation for right carotid artery angioplasty surgery, during the opening of the stent, it was observed that the wire covering the stent shaft was loose and falling apart along the delivery system. It was then replaced by another and the procedure was completed successfully. Patient is great.

Manufacturer narrative:
The investigation of the returned stent system found the guidewire lumen torn through the side of the rx port, which is consistent with the alleged product issue. The shipping mandrel was also returned stretched. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the rx port tear and stretched shipping mandrel, but this damage is consistent with the device experiencing forces exceeding the device's yield and tensile strength due to improper removal of the mandrel.

Event description:
As reported: during the preparation for right carotid artery angioplasty surgery, during the opening of the stent, it was observed that the wire covering the stent shaft was loose and falling apart along the delivery system. It was then replaced by another and the procedure was completed successfully. Patient is great.